Event description:
The customer stated that his meter readings were erratic. He tested his blood glucose and rec'd a reading of 12 mg/dl. He retested and rec'd a reading of 248 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. He did mention that he had been storing the test strips in the bottle with the lid open. The strips are to be returned for evaluation, and replacement strips will be sent.